Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 194, 255, 237, 295, 314 and 281 mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 09/30/2025 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 194 mg/dl date: (B)(6) 2024 time: 4:55pm non-fasting . Result 2: 255 mg/dl date: (B)(6) 2024 time: 4:22pm non-fasting. Result 3: 237 mg/dl date: (B)(6) 2024 time: 7:29am fasting. Result 4: 295 mg/dl date: (B)(6) 2024 time: 7:14pm non-fasting. Result 5: 314 mg/dl date: (B)(6) 2024 time: 2:30pm non-fasting. Result 6: 281 mg/dl date: (B)(6) 2024 time: 2:27pm non-fasting.